Event description:
It was reported an infection occurred. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A 694758 implantable tachy lead, implanted: (B)(6) 2010. A d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. A 407645 implantable pacing lead, implanted: (B)(6) 2010.